Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, foreign matter- clear liquid was found in one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown e1: initial reporter facility name: the first affiliated (B)(6) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd did receive one video for investigation. The video was evaluated and showed the reported defect of foreign matter. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® lithium heparinn (lh) 75 usp units blood collection tubes, foreign matter- clear liquid was found in one tube. No adverse impact was reported regarding the patient or user.